Event description:
The user had inadvertently assigned the wrong primary and secondary reference points for the treatment field. The pt was treated three times, receiving the appropriate amount of dose to the fields. The user then went into vision and recognizing that the reference points had been misidentified, corrected the error by swapping the primary reference point with the secondary reference point. But the coefficient assigned to the reference points did not change with the correction. This resulted in an incorrect coefficient for the field, allowing monitor units (mu) to be calculated that were approx four times the amount originally planned. The pt received this excess dose for five consecutive days before discovery.